Manufacturer narrative:
The customer called stating the hospital had a power outage causing the cns (central network station) to forcefully power off. When the cns was powered on, the cns booted to a blue screen.. Customer has requested a hard drive be configured and sent to them to so that they can fix the issue. Currently the hard drive is out of stock. Once in stock, the hard drive will be sent to the customer. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Device not returned.

Event description:
The customer called stating the hospital had a power outage causing the cns (central network station) to forcefully power off. When the cns was powered on, the cns booted to a blue screen.

Manufacturer narrative:
Manufacturer narrative: the customer called stating the hospital had a power outage causing the cns (central network station) to forcefully power off. When the cns was powered on, the cns booted to a blue screen.. Customer has requested a hard drive be configured and sent to them to so that they can fix the issue. Currently the hard drive is out of stock. Once in stock, the hard drive will be sent to the customer. The device was never sent in for evaluation as the customer has been sent a new hard drive to resolve the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.